Manufacturer narrative:
(B)(4). The preliminary evaluation of the returned device sample indicates the spring wire guide/catheter resistance: kinked.

Event description:
The catheter can't advance on the stylet. Another kit was used with success.

Manufacturer narrative:
(B)(4). The customer returned one 3-lumen catheter and a spring wire guide (swg) for evaluation. Visual examination of the guide wire revealed two bends in the swg body. Visual examination of the catheter did not reveal any damage or defects. The swg bends were located approximately 181 and 186 mm from the proximal end of the swg. The length and outer diameter of the swg were measured and were found to be within specification. The length of the catheter body was also within specification. The proximal end of a lab inventory guidewire (the returned swg contains bends) was advanced through the distal end of the returned catheter to functionally test the components. The guide wire was able to advance through the catheter body but could not advance through the catheter juncture hub. When the guide wire was advanced from the distal extension line it was able to fully pass through the catheter and out of the catheter distal tip. All three extension lines were flushed with water and functioned as expected. A device history record review was performed with no relevant findings. Other remarks: the instructions for use (IFU) provided with this kit instructs the user, "if resistance is encountered, withdraw catheter relative to spring-wire guide about 2-3 cm and attempt to remove spring-wire guide. If resistance is again encountered remove spring-wire guide and catheter simultaneously." The customer report of difficulty advancing the guide wire through the catheter was confirmed through functional testing of the returned components. A lab inventory guide wire was unable to pass through the catheter juncture hub when advanced from the catheter distal tip. Based on the functional testing, the probable root cause is likely related to the manufacturing/molding of the catheter juncture hub. A non-conformance request has been initiated to further investigate this complaint issue.

Event description:
The customer reports: the catheter can't advance on the stylet. Another kit was used with success.